Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for device change out due to elective replacement indications. High threshold was observed on the left ventricular lead. The lead was found to be dislodged. The lead was explanted and replaced. The patient is doing well.